Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 1 of 6. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed discard the supplies and start over with new ones. A follow up was done via phone call. The hp stated they were not sure what had caused the alarm, they discarded the sample, the lot number is unknown and that they don't have any more from that lot. The hp stated therapy has been going fine. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation, per the customer is was discarded, a batch review was not performed because the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress